Event description:
It was reported that the external pulse generator (epg) had shutdown and the screen had turned black. It was noted that the monitor alarmed asystole and the patient lost pulsatility, cardiopulmonary resuscitation (CPR) was performed on the patient. It was noted that the battery had been at greater than fifty percent battery prior to the event and was at seventy five percent battery after the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had shutdown and the screen had turned black, however it was noted that the hanger assembly was broken and both the hanger assembly and battery shorting bar were contaminated. The programmer was decommissioned due to the expiration of the service period. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (fdc/annex d)- code change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.